Manufacturer narrative:
Physio-control reconfigured the device for the correct two-button configuration with the analyze key function turned "off". The device will now analyze on its own as designed.

Event description:
An internal engineering investigation found that a critical misconfiguration of the device occurred after repair of the device by the customer's local physio-control field service rep. The device has a two-button configuration; however, it was misconfigured with the analyze key function turned "on". If the device were to be used on a pt, it would not analyze on its own and would prompt the user to push the analyze button which is not visible on a two-button device. The device would not analyze and subsequently deliver shock if needed. There was no customer notification of this.